Event description:
It was reported that three days ago, (B)(6) 2012, the patient came to the hospital in respiratory arrest then had a stemi (st segment elevation myocardial infarction). The patient has significant coronary artery disease and at this time, he is not a candidate for surgical intervention. There will be no intervention in cath lab or plan for medical treatment. An intra-aortic balloon (iab) was inserted to assist patient post stemi. The iab was inserted via the patient's right femoral artery. At 1054 east, (B)(6) 2012 the rn phoned the sales representative (sr) stating that they had "difficulty removing the iab and iab was not coming out of patient. The patient was being transported to cath lab." Length of intra-aortic balloon pump (iabp) therapy prior to event approx 72 hours. At 1104 est, the sr spoke to the interventional fellow and he stated that "when he pulled the iab out, after the sheath and iab were out of artery, the iab seemed to 'get stuck' and at this time, distal iab remaining in the femoral artery and is unable to be removed. The sr confirmed with the md that there is no blood in driveline tubing. Per the md, "the pump did not alarm or give any reason to believe there was a hole in the iab." The md also said "the central lumen was patent as well," the md is able to withdraw blood easily.

Manufacturer narrative:
(B)(4). The md told the sr that he "pulled negative on driveline, in case air was caught and he felt comfortable that no air was caught in iab." The md did not get blood back from the driveline when pulled back. The sr encouraged the md "not to put the one way valve on driveline after negative pulled, as iab is more compliant if driveline left open." The md verbalized understanding. The sr and the md discussed the possibility of putting a spring wire guide (swg) into the central lumen since it was patent to see path of iab under fluoroscopy. The md stated that he would call the sr back. At 1111est, the sr called the css for any suggestions. The css suggested that "the patient could be repositioned if not already done so and hyperextend hip area." The sr phoned the customer back and relayed the css's suggestion to the rn and in turn the rn on the phone relayed this suggestion to the mds in the cath lab. At 1345est, the sr arrived at the hospital. At this time, the patient was in the operating room for iab removal. The director/attending md in the cath lab reported that "the iab snapped and broke apart when attempts were made to remove iab." The sr requested that the iab should be sent to the manufacturer's lab for an evaluation. At this time the iab is in operating room. At 1415-1500est, the cath lab is unable to release iab to the sr, but would allow pictures taken. The sr was escorted into the operating room by the chief of perfusion. While in the operating room, the vascular surgeon told the sr that "the iab was caught by calcified plaque in iliac." Pictures taken of iab piece removed from femoral artery and hard black clot/calcification. The other piece of iab (with serial number on it) was already discarded and unable to retrieve. According to the sr, the interventional fellow left the operating room and notified the director/attending md of the findings. The sr discussed findings with the two mds in the cath lab as well. On (B)(6) 2012 at 0637est, the sr made a follow up call to cardiac care unit. The sr spoke to the rn charge nurse. According to the rn, the patient is doing "ok but patient's baseline is 'very sick'." Per the rn, "the patient came out of operating room and his right leg was mottled and very cool. Pulses by doppler only. This morning circulation is improving. The patient's leg is still cool, but better than yesterday. The color is normal for patient and pulses confirmed by doppler only." There was no reported patient death. Per the rn, there was a delay in iab removal of "over an hour, possibly a couple or few hours. The iab remained located in the patient's groin because the md was unable to remove it." After the iab was removed, the patient required angioplasty and stent, atherectomy and vein patch. The outcome of the patient after the removal of the iab is "fair, right leg circulation is improving but not quite back to baseline" per the rn. There was no report of patient death. The patient outcome is okay but "very sick." Sample will not be returned for evaluation.